Manufacturer narrative:
(B)(4). Manufacturing investigation: the device was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The reported lots passed pyrogen testing and met all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user regarding reactions including shortness of breath. Clinical investigation: the patient medical records were provided by the user facility on august 17, 2016. A clinical investigation was performed to identify a causal relationship between the hd treatment and the adverse event. The patient had a preexisting history of copd, and documented noncompliance with his use of supplemental oxygen and breathing treatments. The patient's hd treatments had been performed with the optiflux 180nre dialyzer for the last four or five years and his breathing improved by the end of the hd treatment on (B)(6) 2016. Therefore, it is highly unlikely that the fresenius dialyzer contributed to the patient's shortness of breath prior to or during the (B)(6) 2016 hd treatment. Additionally, the patient continued to experience shortness of breath after switching to another manufacturer's dialyzer.

Event description:
A user facility clinic manager (cm) reported that a medical doctor (md) suspected a patient had an allergic reaction to an optiflux f180nre dialyzer assembly. The physician requested that the patient be switched to another manufacturer's dialyzer device due to the patient's complaints of increased shortness of breath and labored breathing while undergoing their hemodialysis (hd) treatment. The case concerns a (B)(6), male patient with relevant past medical history of chronic obstructive pulmonary disease (copd) who has been experiencing increased shortness of breath for the "past couple weeks" at the facility. On (B)(6) 2016 the patient presented for their regularly scheduled in center hemodialysis (hd) treatment. The nursing assessment performed prior to the initiation of the patient's hd treatment noted patient's shortness of breath with decreased breath sounds. Additionally, foot, ankle and lower leg pitting edema was indicated. The hd treatment was initiated at 6:28 am. Approximately 1 hour and 44 minutes after being initiated, the patient complained of labored breathing. The patient's breath sounds were noted as being diminished; the oxygen saturation was 99%, and heart rate was 88 bpm. No medical intervention was required and the hd treatment continued as scheduled for a total of 3 hours and 12 minutes. A total fluid removal of 3032 ml was documented. The patient stated "I'm breathing much better" post treatment. The patient was discharged to home with respirations even and unlabored. Follow-up information was provided by the clinic manager (cm) who revealed that the patient had been dialyzing with the optiflux f180nre dialyzer assembly since either 2011 or 2012 without issue. Additionally, the cm revealed that the patient presented to the user facility with shortness of breath. The patient is on oxygen chronically, but has been arriving for his scheduled hd treatments without an oxygen tank. The cm further revealed that the patient has not been completing the recommended "breathing treatments" prior to his hd treatments. The cm also believes that the increased heat and humidity may be contributing factors in the patient's recently shortness of breath episodes. Furthermore, on (B)(6) 2016, the patient's hd treatment was performed with another manufacturer's dialyzer and the patient was in his usual state of shortness of breath.